Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-04503 and manufacturer report # 3005099803-2012-04504 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure. According to the complainant, once the first clip (mr # 3005099803-2012-04503) was locked onto the patient's colonic tissue, the nurse encountered difficulty in releasing the clip from the delivery catheter. Reportedly, the endoscope was used to bump the clip, which then released from the delivery catheter and fell off the tissue and into the patient. A second resolution clip device (mr # 3005099803-2012-04504) was used and same issue occurred; the nurse encountered difficulty in releasing the clip from delivery catheter. Again the clip was bumped with the endoscope, after which it released from the delivery catheter fell off the tissue and into the patient. The case was completed using a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.